Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history record review cannot not be conducted as no lot number was provided. A lot history review cannot be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised to select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use the largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. After patient is in the final position, carefully remove the pad from the disposable liner by grasping the liner from the end located away from the cable attachment end of the pad and slowly peeling the pad from the disposable liner. Avoid excess skin or finger contact with the adhesive or gel surface prior to application. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer that the cra-sgp device was being used during a bilateral genicular ablation on an unknown date when it was reported "email from rep 14dec: "I was contacted by one of my accounts last week friday to make me aware of a split grounding pad that had given a patient a blister. This was at (B)(6) hospital with dr. (B)(6). They were completing a bilateral genicular ablation utilizing two probes on a pmg-advanced generator. I was not present at the case. During the case, the nurse stated the c-arm got caught on the grounding pad wire while swinging to a lateral imaging view. The ablation was continued without checking the grounding pad connection since the generator did not signal an error. The proceeded with finishing the procedure and upon removal of the split grounding pad noticed only 10% of the pad was in contact with the patient's skin. The physician was made aware and the blisters (one where each of the blue electrodes were placed) were cleaned and dressed. Upon follow up with the physician, the patient is doing well. Grounding pad packaging was not saved and the lot number is not known.". Further assessment questions were asked; however, to date there has been no further response from the report. This report is being raised on the basis of injury due to assumption of burn to patient.